Event description:
New information notes the lead was repositioned successfully and remains implanted.

Event description:
New information notes that the lead was capped and replaced.

Event description:
It was reported that externalized conductors were observed via cine. All electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
No medwatch form was received

Manufacturer narrative:
Clarification: the lead was never repositioned, as reported on the first follow-up report.

Event description:
New information notes that the patient complained of tenderness underneath her left breast and that it was worsen during deep breathing. The patient is concerned regarding the riata lead functioning. The lead remains implanted.